Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6)2014). Essure was removed on (B)(6)2014. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 31-year-old female patient who had essure (batch no. 748470) inserted for female sterilization. The patient's medical history included parakeratosis (parakeratosis), post coital bleeding (postcoital bleeding), menorrhagia (menorrhagia) and pelvic pain (pelvic pain). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy added: essure insertion date (B)(6) 2010 as per mr whereas date in case is (B)(6) 2014. Essure removal date as per mr is (B)(6) 2019 and date mentioned in case is (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 31-year-old female patient who had essure (batch no. 748470) inserted for female sterilization. The patient's medical history included parakeratosis (parakeratosis), post coital bleeding (postcoital bleeding), menorrhagia (menorrhagia) and pelvic pain (pelvic pain). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy added: essure insertion date (B)(6) 2010 as per mr whereas date in case is (B)(6) 2014. Essure removal date as per mr is (B)(6) 2019 and date mentioned in case is (B)(6) 2014. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received: reporter added, dob added, lot number added, medical history added , insertion and removal date updated and reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.